Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has impingement pain and needs a poly exchange and an extensive gutter cleanup of the medial lateral ankle gutters as well as removal of some bone fragments along the posterior aspect of the ankle.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches, confirm the need of revision about ¿gutter¿. Upon further investigation of the CT scans by healthcare professionals the following was observed: the provided CT scan does not show significant loosening of the tibial or the talar component. There is a large cyst adjacent to the talar part. Loosening or migration cannot be confirmed. The ¿gutter¿ described is likely to be the result of the clinical findings. The surgeon does not definitely plan to revise the tibia or the talus and therefore the reason for the revision is the patient related soft tissue. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.